Event description:
Consumer reports receiving very erratic readings that are not consistent with how they feel. Analysis run on clark error grid using mean ave reading (68) as ref. Point vs. Bd readings (47, 89) yielded data points in the d range of the grid, outside acceptable limits.